Manufacturer narrative:
The customer reported that the ECG waveform and the heart rate on the bedside does not match the central nurse system. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that: "on the bedside monitor, the waveform for this patient will get erratic spikes and the heart rate will fluctuate. Then, at the central nurse system, the waveform will appear steady and normal. On the bedside, the heart rate numerics will fluctuate with the waveform; however, at the cns, the heart rate will match its waveform." No consequence or impact to patient.

Event description:
It was reported that: "on the bedside monitor, the waveform for this patient will get erratic spikes and the heart rate will fluctuate. Then, at the central nurse system, the waveform will appear steady and normal. On the bedside, the heart rate numerics will fluctuate with the waveform; however, at the cns, the heart rate will match its waveform." No consequence or impact to patient.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that the ECG wave was erratic on the bedside and did not appear the same way on mu-651ra (sn: (B)(6). The waveform on the bedside would show erratic spikes and the hr would fluctuate. At the cns, the waveform would appear steady and normal. The input unit and ECG leads were changed. Service requested: troubleshooting. Service performed: troubleshooting. Customer responded in an email that they guessed the issue was resolved. No further details were provided. Investigation result(s): root cause of the mu-651ra waveform not matching the central could not be identified due to lack of provided information from the customer regarding troubleshooting, resolution details, and contributing factors. The device serial number history for the mu-651ra (sn: (B)(6) shows that there have been no further/previously reported issues nor servicing for waveform not matching the central station. The customer also reported that they assumed the issue had been resolved. This suggests the issue was resolved internally at the customer facility. Trending analysis found no similarly reported issues regarding mu-651ra and ECG waves not matching those displayed on the cns. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Technical support emailed the customer and suggested that the customer verify that both the cns and bsm are looking at the same lead, as the two devices may be viewing different leads and causing the discrepancy in waves being viewed. Potential cause is user error due to incorrectly configured device settings. Further information is unattainable at this time and the issue has been resolved at the customer's facility. Investigation by qa has been completed. Corrected information: b2. Outcomes attributed to adverse event: death incorrectly selected on MDR initial. Deselected on MDR follow up 001 report. F9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. D4. Unique device identifier#. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.